Manufacturer narrative:
Became more acidotic, hypoxemic, and subsequently lost all cardiac activity. Device not returned. Device not returned.

Event description:
It was reported that the patient has expired approximately after implant duration of zero days, during operation. "He became more acidotic, hypoxemic, and subsequently lost all cardiac activity." It was noted by the surgeon that the death was not device related. No further details were provided. Information learned from the operative report.